Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and determined the water was leaking from the top of the washer door. The technician also identified water leaks from two washer valves. The technician determined the leaking was due to a misaligned washer rack. To resolve the issue, the technician adjusted the washer rack, cleaned and adjusted the washer spray arms and sump rack rails and ensured the washer valves were tightened to specification. A test cycle was performed and the unit was returned to service. The washer was installed in december of 2005 and is currently under a steris service contract. The unit last received preventive maintenance on may 21, 2014 at which time the unit was verified to be operating to specification.

Event description:
The user facility reported a water leak from their reliance 444 washer/disinfector. The water spread beyond the washer footprint. No injuries or procedural delays/cancellations were reported.